Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data showed the pump battery depleted from 100% to 60% within one day. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.